Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a recoverable error on the system. The logs confirmed the 32056 on arm 3. The technical support engineer (tse) had site do hard restart of patient side cart (psc) but issue was not resolved. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. A reported recoverable error 32056 was confirmed and was replicated in-house. The log showed multiple instances of 32056 errors occurring on usm 3 with error 1123 p3=1 pointing towards the yaw searchlight. Also, the unit was tested on an in-house system in normal mode where it triggered a 32056-error pointing to the yaw searchlight. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed the usm current test.

Event description:
Refer to h10/h11 for follow-up information.